Manufacturer narrative:
A customer was sprayed in the eye and hand while replacing the alnty I snsr wb (04s69-03). The customer was wearing a lab coat but no face mask or eye protection. An instrument service history review for alinity (B)(4) revealed no contributing factors on or around the date of the complaint. There have been no subsequent contacts from the customer regarding splashing occurrence since the reported incident. A review of tracking and trending of the alinity immunoassay systems did not identify any trends associated with the complaint issue. A review of tracking and trending for the alnty I snsr wb did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. The alinity ci-series operations manual addresses operator responsibility and biological and chemical safety hazards that include wearing personal protective equipment (ppe) and safety awareness where hazards may exist. Use error may have contributed to the exposure described in this complaint as protective gloves and eyewear was not worn while handling human-sourced materials. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial (B)(4) or the alnty I snsr wb was identified.

Event description:
The customer (female) was sprayed in the left eye with diluted wash buffer while troubleshooting a leak from the back of the alinity I processing module. The leak was coming from the overfilled diluted wash buffer reservoir. The customer was instructed to replace the level sensor for the diluted wash buffer reservoir. The customer was sprayed in her left eye when disconnecting the tubing from the diluted wash buffer reservoir to the buffer dilution module. The customer¿s hands also came in contact with the diluted wash buffer. The customer was wearing lab coat but did not have gloves or safety glasses on. The customer rinsed her eye with water and cleaned both hands with water, soap, and hand disinfectant. No additional impact to the user was reported. No impact to patient management was reported.